Event description:
It was reported that balloon pinhole occurred. Vascular access was obtained via the femoral artery. A 10.0 x 40, 135cm mustang balloon catheter was advanced for use. However, during balloon inflation, contrast solution leaked outside of the catheter from what appeared to be a pinhole. The procedure was completed with a different device. No patient complications reported and the patient's status was stable. It was further reported that the 30-40% stenosed target lesion was located in the iliac zone and that there was no significant calcification or tortuosity.

Manufacturer narrative:
A2 age at time of event: 18 years or older. H6 device codes corrected from material puncture/hole 1504 to material rupture 1546. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 10mm proximal of the proximal markerband. An examination of the balloon material and a visual and microscopic examination markerbands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and microscopic examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon pinhole occurred. Vascular access was obtained via the femoral artery. A 10.0 x 40, 135cm mustang balloon catheter was advanced for use. However, during balloon inflation, contrast solution leaked outside of the catheter from what appeared to be a pinhole. The procedure was completed with a different device. No patient complications reported and the patient's status was stable.